Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and associated right ventricular (rv) lead experienced a syncopal episode. It was discovered that there was noise on the rv channel which was oversensed and lead to pacing inhibition. Noise was unable to be recreated with isometrics or pocket manipulation. There were no additional adverse patient effects reported. The system remains in service.